Manufacturer narrative:
No supplemental sample data was provided. Per the customer, the tp recovery drops when the test count gets near 20, and that the reagent does not fully meet stability claims. A field service engineer (fse) was dispatched and ran 20 replicate precision for the customer's low and high level qc with good recovery. The fse also ran multiple performance checks with no failures. No root cause was identified.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining fourteen (14) erroneously low total protein (tp) results that were generated by the unicel dxc 600 pro synchron chemistry analyzer. The customer investigated the issue and found that an additional tp cartridge had been added to accommodate the work load. Auto qc was run and the new tp cartridge was within established ranges while the old tp cartridge with eight (8) tests remaining failed their qc. The cartridge with eight (8) tests remaining was discarded and the new tp cartridge ran without any issues. The customer reviewed all patients back to the last successful qc run and found fourteen (14) patients that had to be corrected. There was no change to patient treatment or diagnosis.